Event description:
A peritoneal dialysis (pd) patient experienced a disconnection between the titanium adapter and the transfer set which resulted in bacterial peritonitis, manifested by abdominal pain. This was further specified as "detachment of miniset occurred from the titanium fitting". The cause of the disconnection was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal cefazoline and vancomycin (1.5 g and 1 g once a day, discontinued). At the time of this report, the patient was recovered from the event. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
B3: peritonitis occurred on an unspecified date in 2023. D1: the reported product is an unknown baxter titanium adapter. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up it was reported the titanium adapter was not replaced. H10: based on additional information received, the titanium adapter was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.